Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-08560, 1627487-2019-08563. It was reported by the abbott care team that the patient had their device explanted. The patient is now using a pain pump. The exact reason for the explant is unknown and the date of surgery is unknown.